Event description:
It was reported that post-catheter replacement, the patient had significant post-operative pain but was able to have demerol drip weaned from 100 mcg/hour to 75 mcg/hour and subsequently reduced again over the next 24 hours. Approximately 36 hours postoperative the patient developed altered mental status and significant tremor activity of the total body. The symptoms increased in intensity over the next 24 hours requiring eventual reinstatement of the demerol by oral form, without significant improvement. The patient was subsequently sent to the intensive care unit, and underwent restraint due to inability to communicate and hallucinatory activity. The patient became a danger to himself and others requiring restraint of all four extremities for twenty-four hours. Subsequent upper extremity restraint was required. A psychiatric consult was provided and sedation with intravenous diazepam ensued. The patient was well sedated for approximately 36 hours after which he emerged from the benzodiazepine sedation with clear sensorium, alert and oriented, resolution of hallucinations and gradual resolution of tremors over the next twelve hours. The patient was discharged from the intensive care unit to short stay, and after 48 hours asymptomatic, was discharged home stable. The patient ultimately recovered without sequela. Reference MFR. Report # 6000030200400685, 6000030200802333.